Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
A nurse reported a device that failed to drain during a glaucoma filtering device implant procedure. The device appeared to be blocked and fluid would not flow through it. The surgeon removed the device and the patient is under observation.

Manufacturer narrative:
Evaluation summary: customer reported a shunt that is blocked and fluid cannot flow through. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. The sample was returned for investigation. No problem was found during visual inspection. The shunt seemed proper and the lumen is open. Root cause could not be determined, as no problem was found in the returned product. (B)(4).